Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family member) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-lumbar laminectomy syndrome. The pump contained fentanyl and two other drugs all at unknown concentrations and doses. It was reported the caller stated she was worried as they had been trying to find a health care provider (hcp) for the patient. The caller stated they found an hcp in (B)(6), but they couldn¿t get the patient¿s (B)(6) hcp to fax all the paperwork over. The caller stated the patient¿s single tone alarm started (B)(6) 2017 or (B)(6) 2017. The caller stated about 3-4 days ago the two-tone alarm started. The caller stated the patient had been sick off and on since the alarm went off and really bad 2 days ago ((B)(6) 2017). The caller asked if the pump would harm the patient. The caller stated they were told it would explode. The patient moved to (B)(6) and was not able to find an hcp in time for their refill. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-11 reported an empty pump alarm was occurring/empty pump occurred, and the rep had access to an 8840/patient. It was noted the patient missed a refill. It was noted that the patient relocated and does not have a new managing healthcare professional. It was noted that the patient was due for a refill on week after (B)(6) 2017. The patient experienced withdrawal. It was noted as a sudden change in therapy/symptoms. The patient may have found a managing hcp, but they have not received the patient's medical records. No further complications were reported/anticipated.